Event description:
The dealer states that the customer states that the chair is power cycling on its own, and the dealer can not duplicate the issue. The dealer has found a 700 603 503 in the fault log, but they were brief faults.